Event description:
Bater tubing noted to be leaking prior to the anti-syphon valve of tpn [total parenteral nutrition] fluid. Infusing through dual lumen internal jugular line. Lot number unknown, companion lot number not available. Sample being coordinated for return to vendor for investigation.